Manufacturer narrative:
Mechanical, technical and medical eval revealed that the product was in accordance with the specifications and the implant fracture was caused by operational procedure and excessive overload.

Event description:
Implant fracture.